Event description:
It was reported that after shaping the distal tip of subject guidewire, when the physician attempted to insert the subject guidewire into the introducer sheath, the subject guidewire encountered resistance within the introducer sheath and microcatheter shaft, also a white thread-like substance that resemble peeling of hydrophilic coating was found. The guidewire was replaced with a new one of the same kind, and the procedure was completed successfully with the same microcatheter. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that after shaping the distal tip of subject guidewire, when the physician attempted to insert the subject guidewire into the introducer sheath, the subject guidewire encountered resistance within the introducer sheath and microcatheter shaft, also a white thread-like substance that resemble peeling of hydrophilic coating was found. The guidewire was replaced with a new one of the same kind, and the procedure was completed successfully with the same microcatheter. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that after shaping the distal tip of the subject guidewire, the physician attempted to insert it into the introducer sheath and white, thread-like substances that resemble peeling coatings was noted. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was resistance noted when the device was taken out of the dispenser/protective tube. Continuous flush was set up and maintained throughout the clinical procedure. The defect was noted at the time of preparation. There was no anomaly noted to the packaging/device prior to use on the patient. The device was not returned and while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.